Event description:
On (B)(4) 2013 clinic notes were received which indicated that the patient was admitted to the hospital on (B)(6) 2012 after he presented with status epilepticus at an outside emergency room. Good faith attempts were made for further information from the physician but no additional information was provided.